Event description:
It was reported that the customer experienced occlusion alerts and needed to replace the cartridge and infusion set to clear the alert. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, provided no additional information, and no further action was required by technical support.